Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: the patient has a history of fluctuating blood glucose (bg) levels and wanted customer support (cs) to review pump. Bg excursions have been an ongoing issue for quite some time. He has had low bgs that have caused him to black out for hours and have involved automobile accidents. Today, patient reported a low of 60mg/dl occurring yesterday afternoon. He does not have symptoms with a low, but his son had to come and treat him with orange juice. Then last night, his bg elevated to 386mg/dl . He corrected via bolus for high last night. This morning, bg was 352mg/dl. Patient again corrected via the pump and 2 hours later, bg was 269mg/dl. He has been trying to get bg down all morning. Pump review found I:c, isf, targets and iob are programmed correctly in pump. No associated alarms in history. All boluses and basals delivered as programmed and up 100%/100% to tdd. Pump properly primed and cannula filled with site change. Patient not attached during prime. Pump not suspended. Patient does not always use ezbg or ezcarb calculator when bolusing, not always sure of carbohydrate content of food. Cs advised there is nothing to indicate an issue or malfunction with pump. Advised patient to consult hcp for possible changes in bg management and accurate carbohydrate counting, also to contact local educator for further support. This complaint is being reported because a patient on pump therapy experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: unable to duplicate the complaint, information for the complaint is overwritten.the black box begins on (B)(6) 2015. The black box data/histories for the event have been overwritten due to continued use of the pump. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately.